Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 45 (mg/dl) at around 12 pm on multiple days. The customer consumed peanut butter, crackers, and soda to treat bgs, and at the time of the call, bg level was 83 mg/dl. System check was performed with tandem technical support and verified that the pump was functioning as intended; however, showed that the personal profile settings had been changed by the customer. Recommendation was made to discuss diabetes management with health care provider.